Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and undersensing were observed on the device. It was observed that the device had misdiagnosed ventricular tachycardia as ventricular fibrillation and delivered inappropriate high-voltage therapy, rather than anti-tachycardia pacing (atp). Technical support was contacted and recommended reprogramming, which was performed. The patient's condition was stable and there were no adverse consequences. Related manufacturer reference number: 2938836-2017-34968.